Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. The explanted device components will not be returned. No further information was obtained despite good faith effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088273/7088274. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26552304.